Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tube lifter at position #3 was not rising all the way up. The fse cleaned and lubricated all tube lifters. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.